Event description:
It was reported the programming wand will not interrogate devices; unable to receive telemetry signal from ipg (implantable pulse generator)/ICD (implantable cardioverter defibrillator). The programming wand was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).